Manufacturer narrative:
(B)(4).

Event description:
It was additionally reported that sometimes, the patient had bladder infections and the implantable neurostimulator would "not work". It was noted that the patient had a bladder infection at the time of the report. The reporter indicated that the patient was not getting any relief and was going "every hour on the hour". The reporter stated that could have been because of the infection. The reporter also indicated that "it hurt on and off" and the patient "couldn't sit and had to keep moving around and not sit on her side". Additional information was received which reported that the patient did not have concerns with device or therapy. The patient received assistance from her healthcare provider (hcp) or manufacturer's representative on (B)(6) 2013 and her concerns were resolved.

Manufacturer narrative:
Product ID 3889-28, lot # v521988, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported the patient had urinary infections "a lot," and it had been happening for a long time, including prior to the device implant. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.